Event description:
It was reported that the device was not used for a long time; it was replaced. The physician requested a longevity evaluation. Further details are being requested at this time. The pt status was reported as ok.